Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6)2014 four xience prime stents (sizes 3.0x28, 3.5x28, 2.5x18, 2.75x18) were implanted in the right coronary artery and the left circumflex coronary artery. On (B)(6)2016, the patient was hospitalized due to unstable angina and was noted to have experienced a myocardial infarction. On (B)(6)2016, coronary angiography found restenosis within 5 mm of the implanted 3.0x28 xience prime stent in the distal right coronary artery. Percutaneous coronary intervention was performed and the condition resolved. On (B)(6)2016, the patient was discharged from the hospital. No additional information was provided.